Manufacturer narrative:
Company representative evaluated the unit. A loaner tower was installed while the customer's unit is returned to company repair center for further evaluation.

Event description:
Customer reported the panorama central station shut down, which may have affected telemetry monitoring. No patient injury was reported.